Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010 the patient presented with l5-s1 spondylolisthesis and stenosis. The following procedures were performed on the patient: 1. Intervertebral fusion with auto and allograft , l5-s1. 2. Lateral fusion with auto and allograft, l4, l5, s1. 3. Lateral instrumentation with pedicle screw fixation l5-s1. 4. Application of epidural duramorph. 5. Implantation of on-q pump. 6. Use of intraoperative fluoroscopy. Per op notes: distraction was applied between the screws at l5-s1 allowing them to further prepare the intervertebral space with vg2 system. The cartilaginous portion of the endplate and the intervertebral space was prepared in order to accommodate the cortical cancellous dowels which were threaded at the l5-s1 level bilaterally. In between these two dowels bone harvested during the course of the laminectomy, morselized and mixed with bmp (rhbmp-2) was implanted.